Event description:
The patient was slated to receive "cag". The guide wire of the device was approached from left subclavian vein during which it felt some resistance and hard to advance. Then, for re-insertion purpose, it was removed and found that flexible tip of guidewire had separated from its mandril, leaving tip in the vein. Tip was removed by surgical operation described as "cut-down procedure." Soon after the procedure was over, patient left the hospital.